Event description:
A female patient underwent a thermage treatment of the inner thighs immediately following a vaser lipo procedure. Tumescent anesthesia was administered to manage pain. It was reported that immediately post procedure, the patient developed two blisters. The first blister was reportedly 1 x .25 x 5" and the other was 1 x .25 x .25". Three days post procedure, the patient was seen in follow up and it was reported that the patient was healing well without complications. On (B)(6) 2011, solta medical spoke with the treating doctor who reported that the patient continues to be treated at her clinic with fraxel to lighten scarring caused by the burns. No further information was provided.

Manufacturer narrative:
The tip used in the reported treatment was returned and investigated. No problems or defects were found with the tip. The dielectric membrane was intact. The data card was also returned and no errors were found. It was reported that tumescent anesthesia was used to manage pain during the thermage treatment. It is stated in the users manual: "note: avoid injected or tumescent anesthesia or nerve blocks. Solta medical strongly discourages the use of local injections and tumescent anesthesia or nerve blocks. Solta medical strongly discourages the use of local injections and tumescent anesthetic techniques to manage patient comfort during the solta medical procedure. Injecting lidocaine or similar anesthesia or other substances into the treatment area will change the natural electrical resistance and alter the tissue heating profile in an unpredictable way. Caution: use of these types of pain management techniques add an increased risk of tissue injuries, including surface irregularities."